Event description:
The device histories record were reviewed, no event linked with the reported issue was found. Device logs were not provided; therefore, no review could be performed. "The reported devices were not received in brézins for investigation. As a result, no further investigations could be carried out. The reported event could not be reproduced and was not confirmed by our laboratory. However, the technical error ID 30 was confirmed using the pictures provided. Based on the information available and since the devices concerned were not returned, the root cause of the reported problem remained unknown (not returned). However, the cpu board has been replaced on these devices to correct the fault. To our knowledge this complaint is not being related to patient safety.". This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Manufacturer narrative:
N/a

Event description:
The following has been reported: error 30-0004. Time keeper. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.